Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that stylus of the programmer did not align with the cursor on the display screen, as well as the comment that the power cord door was pulling apart. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to calibrate the programmer because they were unable to select the calibration icon due to the stylus and cursor misalignment; attempting with a new stylus did not resolve the issue. It was also noted that the back door latch of the programmer was broken. The programmer has been returned for repair. There was no patient involvement.